Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulties visualizing the guide wire shaft occurred. A kinetix guidewire was advanced to cross the lesion; however, the physician was unable to visualize the shaft. The procedure was completed with a different device. No patient complications were reported.